Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2022 with episodes of post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were made in clinic to address the issue. The patient was stable throughout.